Event description:
It was reported that on (B)(6) 2015, a 20-28 year old male patient, collapsed during physical training and subsequently expired. The customer reported that during the call, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Use of the autopulse was discontinued and it is unknown if manual CPR was performed for the duration of the call. The customer did not indicate if rosc (return of spontaneous circulation) was achieved and could not provide the exact time or cause of the patient's death. Information regarding patient call or medical history was not provided. Manufacturer has attempted to contact the customer for additional information, however as of today (B)(4) 2015, no additional details have been obtained.

Manufacturer narrative:
The reported user advisory (ua) 45 (not at "home" position after power-on/restart) was cleared while the customer was on the phone with zoll tech. Support rep. On (B)(6) 2015. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.